Event description:
It was reported that the healing collars (hc343) would not thread into the implant. It was also reported that they had another one with same kind and that threaded in the implant.

Event description:
It was reported that the healing collar (hc343) would not thread into the implant. It was also reported that they had another one with same kind and that threaded in the implant.

Manufacturer narrative:
One zimmer dental healcollar was returned for inspection. A visual inspection revealed wear about the collar and the threads are noted to be damaged at the engaging surface. The hex head was also slightly worn, but functional. A device history review was performed and no related nonconformance¿s were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs 9658 rev 1-01/15. Information identified: healing collars ¿ for use with tapered screw-vent, screw-vent and trabecular metal implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter. The top surface of the healing collar is etched with three numbers to reference implant platform diameter, emergence profile diameter and cuff height. The numbers for implant platform and emergence profile show only the initial digit of the related measurement. The product was functionally tested, and it was confirmed that the collar would not screw into a mating implant. The alleged complaint is confirmed. A root cause for the complaint could not be determined. The following sections have been updated: patient information was updated to unknown. (B)(4). Sections were re-entered as these fields are required.